Manufacturer narrative:
All operating currents are within specification. Low battery alarm and off no power alarm functions properly. The low battery alarm and off no power alarm were listed in the alarm history screen. Unit passed self test. Unit had cracked display window, cracked battery tube threads, cracked belt clip slot and cracked reservoir tube lip.

Event description:
It was reported, the customer's insulin pump was no longer holding a charge. The customer also stated, their battery cap was missing. It was found the customer's battery was not lasting for more than one week. Customer's blood glucose was unknown. The customer's insulin pump will be replaced. No additional information provided.